Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during battery replacement surgery, high impedance and aberrated insulation was seen. The generator was replaced; however, the lead was not. The patient was closed, and the vns was not turned on. No other relevant information has been received to date.

Event description:
Additional information received. It was noted that that they believed that the cause of the crack was due to age and wear and tear of the device, the device was not cut during surgery. No other relevant information has been received to date.